Manufacturer narrative:
Dräger asked repeatedly for further information i.e. Log file capturing the period in question ad/or a more comprehensive description of the event but no further details were available. The pcb which controls display and user interface had been replaced and was shipped back. The board was installed into the periphery of a lab device but did not exhibit any malfunction during testing and an endurance run. The root cause for the user's experience couldn't be determined on the base of the available information. When the device shuts down automatic ventilation as reported this will be accompanied by a corresponding alarm to alert the user. As confirmed for the particular case, manual ventilation with the built-in breathing bag remains possible to bridge patient support; the monitoring functions will still be available to the full extent.

Event description:
Please refer to initial MFR. Report #9611500-2019-00244.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating the patient. The user ventilated the patient manually and replaced the device. There was no injury reported.